Event description:
It was reported the patient alert triggered due to high lead impedance with oversensing noted. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. The defibrillation conductor was distorted. The inner tubing was kinked/buckled. The outer tubing overlay had cosmetic environmental stress cracking. All insulators were breached cut. There was blood in/on the helix/lobe mechanism. There was apparent explant damage.